Event description:
The physician was using a atk turbohawk smooth to treat a lesion in the left proximal superficial femoral artery. The lesion exhibited plaque, little tortuosity and little calcification. The device was being used with a 7f sheath and a 0.014 spider fx. No pre-dilation was carried out. The turbohawk device was being used in accordance with the IFU. The physician stated that he had difficulty getting the product through the sheath and a little extra pressure was required. During withdrawal moderate resistance was felt and the tip became damaged and detached. Wire and nose cone/device were removed easily without anything left in patient or anything needing to be snared. No patient complications. The turbohawk investigation identified a yellow-green material within the laser drilled tip. The spider fx was not returned for investigation; however traces of the ptfe from the capture wire embedded in the laser drilled tip was discovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.